Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported they suffered a punctured/collapsed lung during the implantation of the implantable pulse generator (ipg), right ventricular (rv) and right atrial (ra) lead as well as damage to their subclavian vein. They also stated that blood had to be drained multiple times. The patient also reported a twitching around their heart and a burning sensation in their chest when lying on their left side. Follow-up yielded no information. The ipg and leads remain in use. No further patient complications have been reported as a result of this event.